Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 1906935: 130 items manufactured and released on 18-dec-2019. Expiration date: 2024-12-08. No anomalies found related to the problem. To date, 103 items of the same lot have been already sold without any similar reported event. Additional items involved in the event, batch review performed on (B)(6) 2020. Liner: mpact 01.26.2850mhc double mobility hc liner ø 50/28 (k092265) lot. 1908426 lot 1908426: 132 items manufactured and released on 10-jan-2020. Expiration date: 2024-12-15. No anomalies found related to the problem. To date, 81 items of the same lot have been already sold with one similar event reported.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.